Event description:
It was reported the pt expired. The hcp indicated the death was not related to the implanted device. The cause and date of death were not reported. Additional info has been requested, but was not available on the date of this report. See MFR report #3004209178200902021.